Manufacturer narrative:
The medical center in (B)(6) discarded the impella pump product. Further clinical details have not been provided. Should new details be shared that lead to root cause, another report will be filed.

Event description:
A patient was admitted suffering from cardiomyopathy in (B)(6) had an impella 5.0 inserted to supplement the support already being provided by ECMO. The 5.0 support allowed the team to explant the ECMO. After 66 hours of support the team weaned and explanted the 5.0. Approximately 1 month later the abiomed team was notified via the (B)(6) registry documents that there had been an access site bleed attributed to the use of impella that was treated by infusion of blood products.